Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the could not form vacuum, during making flap in an unknown eye of a patient and found a crack on the sterile interface, no patient harm, during lasik surgery.

Manufacturer narrative:
New information was received. Event vacuum could not form occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).